Manufacturer narrative:
If implanted, give date: unknown/not provided. If explanted, give date: not applicable, lens remains implanted, therefore, not explanted. Phone number: (B)(6). PMA/510(k) #: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). However, a video was provided by the account which was evaluated. The video shows the implantation of lens. The intervention was evaluated until lens was implanted. During the delivery of the lens into the patient's eye, it was observed the foreign material came out with the lens while the lens was unfolding. The use of irrigation/aspiration (I/a) device after insertion was observed. Based on the video it¿s not possible to determine the composition of the white substance. A CAPA has been opened to further investigate the reported issue. Manufacturing record review: the manufacturing records and related documents for the production order of the device were reviewed and no deviations or discrepancies were found during the mrr (manufacturing record review). The units were manufactured and released according to specifications. A search in complaint system revealed that no additional complaint was received for this production order number. Conclusion: based of the performed investigation, there is an indication of potential product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the intraocular lens was implanted, white substances came out with it. The doctor thinks he vacuumed them with irrigation/aspiration (I/a) as far as he could see. The procedure was completed successfully and no patient injury was reported. The lens remains implanted. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: a video was provided which was evaluated. The video shows the implantation of lens. The intervention was evaluated until lens was implanted. During the delivery of the lens into the patient''s eye, it was observed the foreign material came out with the lens while the lens was unfolding. The use of irrigation/aspiration (I/a) device after insertion was observed. Based on the video it¿s not possible to determine the composition of the white substance, however CAPA-009718 is in the investigation phase for a similar event. Additionally, a sample of the substance was received at the manufacturing site for evaluation. Upon evaluation of the sample no foreign substance(s) were observed (observed visually and under a low power microscope). The results of the chemical analysis using an ultraviolet spectrum could include absorbance due to naha. Based on the results of the chemical analysis, the substance was consistent with sodium hyaluronate (naha). The CAPA-009718, states that naha is an active component in the biocoat top-coat solution of the 1mtec30 cartridge. The naha is a pharmaceutical grade. When dry, it is slow to hydrate and can give a transient white-gel like appearance. The aqueous solutions of sodium hyaluronate have a well-stablished ocular history-of-use as ophthalmic viscosurgical devices (ovds) naha is a well-recognized biocompatible material with the human body. The active component in biocoat top coat solution is pharmaceutical grade sodium hyaluronate. Aqueous solutions of sodium hyaluronate have a well-established ocular history-of-use as ophthalmic viscosurgical devices (ovds). Naha is a well-recognized biocompatible material. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.